Event description:
It was reported that on (B)(6) 2024, at 12:50 pm, high-level/lethal alarms were not alarming audibly or going into the event list. Parameters that exceed alarm limits are showing up in tabular trends and full disclosure but not in the event list. The clinical staff observed lethal arrhythmias on the workstation screen that did not alarm audibly or show up in the event list. The patient had a heart rate (hr) of 35; the system did not alarm, tabular trends showed 35 in red, and full disclosure showed the arrhythmia in red. The workstation was alarming for low spo2. No patient injury was reported.

Manufacturer narrative:
System logs and the patient database were collected for investigation. However, the bed ID and patient monitor ID are not known. Mindray clinical specialist attempted to replicate the reported issues, but the issues could not be duplicated. The occurrence is under investigation.

Manufacturer narrative:
System logs and data associated with the occurrence were evaluated, and no malfunction was confirmed for any of the devices involved in the report. Mindray determined that the bed ID involved in this occurrence was bed # 2629. The data shows that at approximately 12:50 pm on (B)(6) 2024, the lowest heart rate value was 42, not 35 as reported. Therefore, as the alarm limit was 40, no high-level alarm was triggered at the reported time. Mindray benevision dms performed per specifications.

Event description:
It was reported that on (B)(6) 2024, at 12:50 pm, high-level/lethal alarms were not alarming audibly or going into the event list. Parameters that exceed alarm limits are showing up in tabular trends and full disclosure but not in the event list. The clinical staff observed lethal arrhythmias on the workstation screen that did not alarm audibly or show up in the event list. The patient had a heart rate (hr) of 35; the system did not alarm, tabular trends showed 35 in red, and full disclosure showed the arrhythmia in red. The workstation was alarming for low spo2. No patient injury was reported.

Event description:
It was reported that on (B)(6) 2024, at 7:00 am, high-level/lethal alarms were not alarming audibly or going into the event list. Parameters that exceed alarm limits are showing up in tabular trends and full disclosure but not in the event list. The clinical staff observed lethal arrhythmias on the workstation screen that did not alarm audibly or show up in the event list. The patient had a heart rate (hr) of 35; the system did not alarm, tabular trends showed 35 in red, and full disclosure showed the arrhythmia in red. The workstation was alarming for low spo2. No patient injury was reported.

Manufacturer narrative:
System logs and data associated with the occurrence were evaluated, and no malfunction was confirmed for any of the devices involved in the report. Mindray determined that the bed ID involved in this occurrence was bed#: (B)(4). The data shows that at approximately 7:00 am on (B)(6) 2024, the lowest heart rate value was 35. Therefore, as the alarm limit was 40, no high-level alarm was triggered at the reported time. Mindray benevision dms performed per specifications.

Manufacturer narrative:
Correction: field b.5 was updated to reflect the corrected occurrence time. The occurrence time was (B)(6) 2024, at 7:00 a.m., not (B)(6) 2024, at approximately 12:50 p.m., as recorded originally. Under investigation. Data is being re-evaluated.

Event description:
It was reported that on (B)(6) 2024, at 7:00 am, high-level/lethal alarms were not alarming audibly or going into the event list. Parameters that exceed alarm limits are showing up in tabular trends and full disclosure but not in the event list. The clinical staff observed lethal arrhythmias on the workstation screen that did not alarm audibly or show up in the event list. The patient had a heart rate (hr) of 35; the system did not alarm, tabular trends showed 35 in red, and full disclosure showed the arrhythmia in red. The workstation was alarming for low spo2. No patient injury was reported.